Event description:
Patient was revised to address poly wear of the insert, osteolysis, and loosening of the femoral component at the cement/implant interface. Depuy cement was used in the primary surgery. It was reported that the patient had fallen in the (B)(6) of 2010.

Manufacturer narrative:
Patient was revised to address poly wear of the insert, osteolysis, and loosening of the femoral component at the cement/implant interface. Depuy cement was used in the primary surgery. It was reported that the patient had fallen in the (B)(6) of 2010. Doi: (B)(6) 2007 - dor: (B)(6) 2012 (right knee). The products associated with this reported event were not returned for examination. A search of the complaint database did not show any other reports against the product lot codes. Product/lot information was not provided for the associated cement product. The investigation could not draw any conclusions about the reported event without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.